Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction platform and inline offset impaction handle broke during impaction. Case type: tha.

Event description:
Impaction platform and inline offset impaction handle broke during impaction. Case type: tha.

Manufacturer narrative:
It was reported that the impactor was fractured during the case. No device inspection could be completed as the product was not available for evaluation. Nc 1694916 has been initiated in regards to missing product. Product history review was not performed as the lot number was not available for inspection. Complaint history review was not performed as the lot number was not available for inspection. The failure mode could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.